Manufacturer narrative:
Device label code for f10. Position 1: 1738 device label code for f10. Position 2: 1738 evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab leaked. This was the only info available at the time of the initial report. Event complications: none from the event - reported 1/7/97. Pt's current status: uknk - rpt'd 1/7/97.